Event description:
Follow up reported there was a possible premature end of service. The patient was receiving effected therapy after stimulator replacement. It was noted the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the battery depleted prematurely. The patient saw the estimated replacement indicator (eri) and end of service (eos) message a week prior and lost stimulation. Impedances were checked and all were within range but one electrode pair which was un-programmed and an open circuit. They are unable to turn stimulator on due to eos message. It was noted the patient stays at their current amplitude most of the time but turns it up very little and not very often. Follow up reported the device was being explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found normal end of life and telemetry and output ok. It was reported the device had been used 6,097 hrs with a programmed amplitude of 4.6 v pulse width at 450 us, and rate was set at 40 hz. It was reported the estimated longevity of the restore prime using the impedance estimation method was 10 months. It was noted the implant date of (B)(6) 2012 and explant date of (B)(6) 2013 meant there was a 10 month implant duration. It was logged that based on this information received, the neurostimulator experienced normal battery depletion.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.